Event description:
Info received indicates the nurse call will not function from the bed.

Manufacturer narrative:
After testing the bed, the tech isolated the issue to the sidecom circuit board. He replaced the sidecom circuit board and the nurse call is now functioning properly.